Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to replicate the reported event, however, a system error was found recorded in the programmer error logs. Hard drive was reconfigured and software reloaded. (B)(4).

Event description:
It was reported that an error message displayed on the programmer during a device check. A different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.